Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that multiple high rate episodes were detected which did not correlate with the patient¿s rhythm. The lead was capped and replaced. No patient complications have been reported as a result of this event.